Event description:
A customer obtained negatively biased vitros k+ (potassium) quality control results and one lower than expected patient sample result while using the vitros 350 chemistry system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The patient result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros k+ results occurred while using the vitros 350 chemistry system analyzer. The investigation confirmed that the root cause of this event was user error. The operator had incorrectly loaded a vitros immunowash fluid (iwf) reservoir in place of the required vitros electrolyte reference fluid (erf) reservoir when performing daily maintenance of the system. When the correct erf reservoir was loaded, the system performed as intended.